Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced the inability to aspirate. The following information was provided by the initial reporter. The customer stated: it was reported that syringe will not draw up insulin. Verbatim: consumer reported finding 1 syringe per week that will not draw up insulin. Denied reuse. Does air verses insulin before drawing up. Lot # 1109201; catalog# 328440; date of event unknown past year. Sample status discard.